Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 9 occurred. Reportedly, the customer did not fill the cartridge with more than 300 units. The customer successfully loaded a new cartridge. There was no reported impact to the customer's blood glucose level.